Event description:
Device 1 of 4: reference MFR. Report: 1627487-2019-03845. Reference MFR. Report: 1627487-2019-03846. Reference MFR. Report: 1627487-2019-03847.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4: reference MFR. Report: 1627487-2019-03845; reference MFR. Report: 1627487-2019-03846; reference MFR. Report: 1627487-2019-03847. It was reported the patient experienced ineffective stimulation. To address the issue, the physician explanted the system (exact explant date unknown but was in (B)(6) 2018).